Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a small terminal fragment of the coil was noted after transection') in an adult female patient who had essure (batch no. B94869) inserted for female sterilisation. The patient's medical history included paratubal cyst and female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy, and removal of essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: right side: two coils were noted t the end of the deployment left side:three coils were noted at he end of that procedure. Lot numbers l-#b94869,r-iib94869 are invalid. Lot number: b94869, manufacturing date: 2013/11, expiration date: 2016/11. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-nov-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a small terminal fragment of the coil was noted after transection') in an adult female patient who had essure (batch no. L-#b94869-inv,r-iib94869-inv) inserted for female sterilisation. The patient's medical history included paratubal cyst and female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy, and removal of essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: right side: two coils were noted t the end of the deployment left side:three coils were noted at he end of that procedure. Lots numbers l-#b94869,r-iib94869 are invalids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a small terminal fragment of the coil was noted after transection') in an adult female patient who had essure (batch no. L- # b94869, r- iib94869) inserted for female sterilisation. The patient's medical history included paratubal cyst and sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy, and removal of essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: right side: two coils were noted t the end of the deployment left side: three coils were noted at he end of that procedure. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.